Manufacturer narrative:
Evaluation found the bur detached from the inner hub, due to oversized inner hub dimension and undersized od on the shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 27 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; do not use equipment if upon receipt, package is opened, damaged, or shows signs of tampering. Continually check for overheating, if overheating is sensed immediately discontinue use. Do not use burs for plunge cutting. Injury or damage could occur. Do not use shaver bur if they show any signs of damage. Inspect for bent, dull, or damaged blades and burs before each use. Do not apply excessive loading/force on the shaver blade or bur. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices, shaver blade or bur should be examined for damage and replaced if necessary. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the h9133, arthroscopic bur separates from the hub during use. Additional information was received stating the bur was able to be used for up to 2 minutes before coming apart. This was during a shoulder arthroscopy. The bur was not pre-tested, they did complete the surgery as planned by opening another bur. There is no reported patient injury or delay. This report is being raised based on device malfunction with potential for injury upon reoccurrence.